Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that in (B)(6) 2017, the rv lead damage was observed during the device change procedure. The lead was repaired and functioned normally. In (B)(6) 2019, loss of capture and low, out of range, pacing impedance were noted on the rv lead. The patient was stable throughout this event. The physician tried to explant the lead, but the attempt to release the lead from the rv tissues was not successful. The lead was capped and replaced on (B)(6) 2019. The patient was discharged.